Event description:
It was reported that the pulse generator exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found a discrepant integrated circuit which caused noise on the ventricular channel. After replacing the integrated circuit, normal function ensued.